Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after insertion of 3 screws, click x pedicle screws, the tip of the 3.5mm hexagonal screwdriver broke off in the head of the screw. The broken tip was not retrieved and remains in the patient. Also one of the click x preassembled screw¿s head was pulled out (498.988) and another screw, one of the preassembled screws was locked during the insertion (498.988). This report is on the pedicle screw, it is not known if this screw had the head pulled off or the screw that was locked during insertion. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Add'l pro codes: mnh, mni, kwp, kwq. The tip of the screwdriver broke off. Too much lateral mechanical force may have been applied during tightening of the screw. The manufacturing records were reviewed and no complaint related issues were found. Both pedicle screws are damaged. It seems that both pedicle screws have been inserted too far. It is possible that far too much lateral mechanical force had been applied which has led to the damages of both pedicle screws. The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing. Placeholder.